Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: asr acetabular cups 56 999800756 lot: 1831565; asr uni femoral impl size 49 999890249 lot: 2090373; adapter sleeves 12/14 +8 999800318 lot: 2071790. Attorney.

Event description:
Patient is seeking legal action. Doi: (B)(6) 2006; dor: none reported; (right side). Patient is a resident of (B)(6). Update (B)(6) 2018. (B)(4) has been re-opened under (B)(4) due to receipt of asr litigation record. Litigation alleges pain, weakness, difficulty with simple daily living activities, high metal ions, injury, suffering and emotional distress. Doi: (B)(6) 2006; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added:h6(device codes) product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges pain, discomfort, weakness in hips and legs, difficult adl, dislocation, metal ions exposure and emotional distress. In addition to what was previously reported in the medical records clinical visit reported on (B)(6), 2018 present illness were diaphoresis, palpitations, cold intolerance and dizziness, memory loss, walks with slight antalgia. Lab result for metal ions were above 7 ppb. Doi: (B)(6), 2006, dor: (B)(6), 2018, right hip. Event date: (B)(6) 2018: patient presented at ER with pain, stiffness, and instability secondary to a right hip dislocation after bending over and feeling a popping sensation. The dislocation was treated with a closed reduction. The procedure was completed without complications. Event date (B)(6) 2018: clinic note indicates the patient experienced a second dislocation of the right hip after trying to manually adduct the right leg while sitting. The dislocation was again treated with a closed reduction. The procedure was completed without complications. This dislocation and treatment is a continuation of the previous dislocation dated (B)(6) 2018. Clinic notes dated (B)(6) 2018: follow-up visits s/p dislocation x 2 following right hip tha revision. Radiographs identify a well-fixed and appropriately aligned right tha. The patient sees improvement in pain, function, and participation in adls. Doi (non- mom): (B)(6) 2018. Doe: (B)(6) 2018: dislocation treated with closed reduction right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, a5, a6, b5, b6, b7, d10, e1, e2, e3, e4, g4, h6 (clinical, impact and medical device problem codes). E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address pain and elevated metal ion levels. Intraoperatively, there was evidence of metallosis. There is no evidence of loosening of the femoral component. The stem was retained.